Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. Ems was dispatched and took the customer to the hospital. The glucometer was not able to read the glucose value, meter read "high" when admitted to the hospital. The customer experienced symptoms such as nausea, difficulty breathing, weakness, body aches and headache. The customer was wearing the insulin pump during the hospitalization. The customer was still in the hospital as of (B)(6) 2017. The customer also reported physical damages on the pump. Customer was advised to discontinue pump use and revert to a back-up plan per healthcare provider's instruction. The insulin pump will be returned for analysis.